Manufacturer narrative:
The reported event of frequent charge/recharge burden charge was not confirmed. As received, the ipg was responsive and communicated with lab utilities. Functional testing revealed that return ipg charged normally and passed a discharge test. The remaining battery capacity exceeds the expected requirements. No root cause was identified for the reported issue.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg had an increased recharge burden. Surgical intervention may be pending.